Event description:
It was reported that the biomed troubleshooting a device not working. Guided to event log and noted alarm 14 (patient temperature 1 probe out of range probe out of range). Located simulation key. When flexing the temperature in cable the reading jumps all over (37 to 35 to 26). Mis explained the temperature in cable likely has a short. Biomed would order a new one.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed troubleshooting a device not working. Guided to event log and noted alarm 14 (patient temperature 1 probe out of range probe out of range). Located simulation key. When flexing the temperature in cable the reading jumps all over (37 to 35 to 26). Mis explained the temperature in cable likely has a short. Biomed would order a new one. Per follow-up via phone on 13jan2023, biomed states that he replaced the temperature cable and the issue was resolved.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.